Manufacturer narrative:
The reported event of patient activator anomaly could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of electrograms (egms), undersensing and changes in amplitude gain were noted on an implantable cardiac monitor (icm). No intervention was performed and the confirm remains implanted. The patient was stable and will continue to be monitored.